Event description:
It was reported that nine days after a coronary drug eluting stenting treatment procedure a thrombosis occurred. The pt was emergently brought to the cath lab in 2004 with chest pain and subsequently suffering a mild myocardial infarction. They had been implanted with a stent in the circumflex artery at a different facility, by a different physician on an unknown date. During the procedure, the circumflex was found to have a subacute thrombosis. The circumflex was dilated three times with a 2.5x125mm maverick balloon at 4 atm's for 21 seconds, 6 atm's for 22 seconds and 8 atm's for 18 seconds. The physcian found the proximal lad to be 50-60% stenosed. The lad was predilated using the 2.5x15mm maverick; once at 8 atms's for 25 seconds and again at 10 atm's for 25 seconds. The taxus express2 3.0x20mm drug eluting stent was deployed and inflated to 11 atm's for 25 seconds. The pt received heparin, integrilin, a tridil drip and was continued on aspirin and plavix. The pt was dishcarged two days later. The pt returned to the cath lab the following month with chest pain. They suffered a major myocardial infarction. They were started on heparin. A thrombosis in the proximal lad was found. It was predilated with a 2.5x15mm maverick balloon at 6 atm's for 13 seconds. The lesion was then dilated with a 3.0x15mm ranger nc at 10 atm's for 27 seconds and 15 atm's for 28 seconds. Integrilin was administered and tridil was started. Ivus was used to see the thrombosis was resolved. The physician discontinued the pt's plavix and ordered ticlid and coumadin and continuation of aspirin. No further pt complications were reported.